Event description:
The customer reported a corroded ethernet port. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the sio board replaced due to corrosion on rj45 port. As found software version 9.33.1.2, as left software version 9.33.1.2. Front and rear case replaced due to cracks. Left and right iui replaced due to corroded pins. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/27/2013 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to corroded eithanal port of the assy sio bd pcu 1.5. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/27/2013 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a corroded ethernet port. No patient involvement.